Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of purge failure and helium loss alarms is confirmed. The returned pump assembly alarmed purge failure during the complaint investigation. Excessive amount of dried condensation was noted inside the manifold and valves which potentially created a leak in the pneumatic system. A leak in the pneumatic system can also result in a helium loss alarm. The root cause of how the condensation built up is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2019-00414 and tc1900072840 as the report is related to the same device.

Event description:
It was reported the intra-aortic balloon pump (iabp) had a helium loss alarm after the pcs assembly was replaced during service. As a result, the fse re-installed the original pcs assembly and replaced the pump assembly.

Manufacturer narrative:
(B)(4). 0ther remarks: see MDR# 3010532612-2019-00414 and (B)(4) as the report is related to the same device.

Event description:
It was reported the intra-aortic balloon pump (iabp) had a helium loss alarm after the pcs assembly was replaced during service. As a result, the fse re-installed the original pcs assembly and replaced the pump assembly.